Manufacturer narrative:
Evaluation conclusion: the manufacturer only received and investigated the sensor board.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The sensor board only was returned to the manufacturers product investigation laboratory for further evaluation. During the investigation, the root cause of the sensor board failing was due to the flow sensor (mt5) being out of tolerance.